Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a hypoglycemia. Customer blood glucose level was 40 mg/dl. Customer stated that insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the battery compartment was not damaged. Customer stated that display did not returned after insulin pump restart. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Auto mode feature was unknown at the time of event. No further patient complication were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer = black customer returned device for alleged blank display found on (B)(6) 2022. The device powered up properly after battery installation. No blank display noted. The device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The device was monitored, and no blank display or unexpected power/battery alerts noted during testing. A review of the downloaded history files shows on (B)(6) 2022 there was a low battery alert (14:30), on (B)(6) 2022 there was a change battery fault (replace battery) alert (00:01) and a failed battery test (battery failed) alarm (00:14). There were no unusual or excessive battery/power related faults noted in the history files. The device was cut open for a visual inspection. No evidence of physical damage or moisture damage on the electronic assembly (electric board), motor, or force sensor and the battery tube power connector is properly connected to j7/electric board. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, broken belt clip rails, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Blank display is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.